Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the green charge indicator led did not illuminate when the device was plugged into an ac outlet. No other details regarding the nature of the event were provided. Since the event occurred, during preventative maintenance of the device, there was no pt involvement during this event.